Manufacturer narrative:
(B)(4). The reported high current drain was confirmed in the laboratory. The device was tested on the bench and an anomalous capacitor was noted to be the cause of the reported high current drain.

Event description:
It was reported that the pulse generator exhibited high current drain in 2008. Programming changes were made. Device reached eri in 2016 and was explanted. Patient was stable.